Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported by the patient that their pacemaker and lead system was explanted due to chest pain and trouble breathing. The patient reported they had to go to the emergency room (ER), and they believed the system was not implanted correctly. The patient reported they did not need a pacemaker so there was no plan to re-implant. No additional adverse patient effects were reported. The explanted products were not returned.